Event description:
It was reported by the customer contact that the batteries have swelled to the point where he cannot get them out of the chair. There are no signs of burning or charring, but the end user did report the smell of smoke. There were no reports of adverse patient effects or necessity for medical intervention. No additional information at this time.